Event description:
Patient tested blood glucose on suspect device, obtained blood glucose reading of 368 mg/dl. Went to doctors office, doctor's blood glucose device read 222 mg/dl and patients suspect device obtained blood glucose reading of 352 mg/dl. Doctor administered 10 units of insulin which was not part of the patients normal program.